Event description:
Pt attending clinic appointment - random blood glucose assayed on ysi - result 2.7mmol/l (3.0 plasma equivalent). Pt surprised as his result was 6.9 on jazz meter prior to driving to clinic approx 30 mins ago. Pt asked to bring meter into clinic for checking. On (B)(6) 2012: meter comparison done by diabetes center: ysi random blood glucose 6.8 mmol/l (plasma equivalent 7.6) jazz result 10.4mmol/l. Pt technique in performing test on meter observed and was correct. It was indicated by the diabetes center doing the testing that no injury was sustained.

Manufacturer narrative:
Meter was returned and tested per agamatrix procedures. No fault was found with meter. Customer did not suffer harm due to incident. This case has been closed.